Manufacturer narrative:
Sample from the patient was submitted for investigation and the customer's results could be confirmed. An interfering factor was not identified with interference testing. Based on the provided medication history and high dhea-s concentration, the patient is taking steroid drugs. This medication might severely affect the steroid metabolism resulting in increased concentrations of cross-reacting steroids which might finally affect the result. Product labeling for the assay states "steroid drugs may interfere with this test". The investigation did not identify a product problem. The cause of the event could not be determined. A general reagent issue was excluded.

Manufacturer narrative:
Sample from the patient was requested for investigation. This event occurred in (B)(6). (B)(4).

Event description:
The initial reporter received questionable elecsys estradiol iii assay result for one patient from the cobas 6000 e 601 module serial number (B)(4). The initial result was 159.4 pg/ml and was reported outside of the laboratory. On (B)(6) 2020, the sample was repeated with a result of 158.7 pg/ml. On (B)(6) 2020, the sample was tested on an abbott analyzer and the result was 42.0 pg/ml.